Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 81 or 82 alarms noted during testing. Device functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was 187 mg/dl at the time of incident. Customer was able to clear alarm. Customer was not able to rewind insulin pump. The insulin pump will be returned for analysis.